Event description:
Reference number (B)(4) event occurred in netherlands. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The patient reported the leakage of the catheter. The infusion set was in use for two days. The location of the leak was cannula and tubulure junction. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.